Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic asymptomatic no alarms reported by patient. On interrogation multiple driveline fault alarms. No alarms were noted on the system controller. No visible or palpated breakage on their driveline. Log files were submitted for review. The log files displayed multiple intermittent driveline fault alarms during the 4 day length of the files. To ensure the driveline faults seen within the log file are authentic. There were no other unusual events seen within the log file. The mechanical circulatory support(mcs) equipment is operating as intended. On 26mar2024 additional log files were submitted for review and continued to display driveline fault alarms. There was no interruption in pump support during these events. It appeared there is a potential driveline issue. Which was possibly a degrading conductor/ wire connection in phase a. The x-rays received are unremarkable. There were no other unusual events seen within the log file. Related manufacturer's reference number for the lvad: 2916596-2024-02016

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the heartmate ii system controller (s/n:(B)(6)) was evaluated following the reported event of driveline fault alarms. A review of the log file, extracted from (B)(6), contained data spanning approximately 4 days (23mar2024 ¿ 26mar2024 per timestamp). The log file recorded numerous driveline fault alarms, consistent with an issue with phase 1. These alarms had no impact on pump function, and the log file appeared to show the system operating as intended at the fixed speed. The system controller was not returned for analysis. Per the provided information, the system controller was exchanged however, driveline fault alarms reactivated. The reported event was unable to be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic asymptomatic with no alarms reported by patient. On interrogation, multiple driveline fault alarms were noted. No alarms were noted on the system controller. There was reportedly no visible or palpated breakage on the driveline. Log files were submitted for review and captured multiple intermittent driveline fault alarms. It was recommended that the customer exchange the patient's system controller to determine if the driveline faults were authentic. The controller was exchanged but the driveline fault alarms continued, indicating a potential driveline issue with a possible degrading conductor or wire connection in phase a. Submitted x-rays were unremarkable. Per additional information, mild damage to the outer casing of the driveline was noted, just above where the driveline connects to the controller. There were no exposed wires in this area, and it was reinforced with rescue tape. It was reported that the plan was to continue to monitor as the patient was stable. The patient was sent home with a power module and an ungrounded cable.